Manufacturer narrative:
H3, h6: it was reported that, after tha had been performed on (B)(6) 2018, the patient experienced dislocation/subluxation. Therefore, a revision surgery was performed on (B)(6) 2018. The polarstem stem std ti/ha 01 non-cem (75100462) intended for use in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted, and the reported failure mode could not independently be confirmed. The batch number of this device was not communicated and a review of the batch record could not be conducted. A complaint history review was performed. The IFU (lit. No. 12.23 ed 05/16) lists the reported issue as a known possible side effect resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the limited information provided, a thorough medical assessment could not be performed. Based on available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
H3, h6: it was reported that, after total hip arthroplasty (tha) had been performed on (B)(6) 2018, the patient experienced dislocation/subluxation. Therefore, a revision surgery was performed on 23-nov-2018 where r3 0 hole ha ctd acet shell 48mm (B)(4) r3 20 deg xlpe acet lnr 28mm x 48mm (B)(4), oxinium fem hd 12/14 28mm +0 (B)(4) and polarstem stem std ti/ha 01 non-cem (B)(4) were explanted. The current health status of the patient is unknown. This information was provided by the national joint registry for england, wales, northern ireland and the isle of man supplier feedback; therefore, further information is not available. The complaint sample intended for use in treatment was not returned for investigation. A visual evaluation of the complained device could therefore not be conducted. A complaint history review was performed. No additional complaints regarding the batch in question were found. Further, a review of the product documentation did not detect any deviation that could have contributed to the reported failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode and severity of the reported issue. The instructions for use lists the reported issue as a known possible side effect resulting from a hip arthroplasty. Due to the limited information provided, a thorough medical assessment could not be performed. Based on the available information and the performed investigation, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, after tha had been performed on (B)(6) 2018, the patient experienced dislocation/subluxation. Therefore, a revision surgery was performed on (B)(6) 2018 where r3 0 hole ha ctd acet shell 48 mm (B)(4), r3 20 deg xlpe acet lnr 28 mm x 48 mm (B)(4), oxonium fem hd 12/14 28 mm +0 (B)(4) and polarstem stem std ti/ha 01 non-cem (B)(4) were explanted. The current health status of the patient is unknown. This information was provided by (B)(6); therefore, further information is not available.